Event description:
It was reported that recently, this implantable cardiac resynchronization therapy defibrillator (crt-d) system exhibited a gradual rise in both the shock impedance and pacing impedance measurements from the right ventricular (rv) lead. The most recent values were elevated, and out-of-range (>2000 ohms and >125 ohms, respectively). The physician elected to perform commanded shock testing to evaluate the impedance measurement of a delivered shock. Following an in-range measurement with a 1.1 joule shock (78 ohms), a 41 joule shock was delivered, which subsequently triggered a code 1005. This code is indicative of an open circuit condition (shock impedance measurement was greater than 145 ohms). The physician also performed manipulations, and there was no evidence of rv lead noise, nor threshold changes. It was hypothesized that the impedance rise was the result of fibrosis near the distal end of the rv lead. A rv lead surgical revision procedure is anticipated to resolve the event, but this has not yet occurred. At this time, the system remains implanted and in-service. The patient was stable with no additional adverse effects.

Event description:
It was reported that recently, this implantable cardiac resynchronization therapy defibrillator (crt-d) system exhibited a gradual rise in both the shock impedance and pacing impedance measurements from the right ventricular (rv) lead. The most recent values were elevated, and out-of-range (>2000 ohms and >125 ohms, respectively). The physician elected to perform commanded shock testing to evaluate the impedance measurement of a delivered shock. Following an in-range measurement with a 1.1 joule shock (78 ohms), a 41 joule shock was delivered, which subsequently triggered a code 1005. This code is indicative of an open circuit condition (shock impedance measurement was greater than 145 ohms). The physician also performed manipulations, and there was no evidence of rv lead noise, nor threshold changes. It was hypothesized that the impedance rise was the result of fibrosis near the distal end of the rv lead. Recently, the rv lead was surgically capped and abandoned, and the crt-d device was explanted. A new rv lead and device were subsequently implanted to resolve the event. No additional adverse patient effects were reported. The rv lead remains implanted, but capped and out-of-service. It is unknown whether the explanted device will be returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2313. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that recently, this implantable cardiac resynchronization therapy defibrillator (crt-d) system exhibited a gradual rise in both the shock impedance and pacing impedance measurements from the right ventricular (rv) lead. The most recent values were elevated, and out-of-range (>2000 ohms and >125 ohms, respectively). The physician elected to perform commanded shock testing to evaluate the impedance measurement of a delivered shock. Following an in-range measurement with a 1.1 joule shock (78 ohms), a 41 joule shock was delivered, which subsequently triggered a code 1005. This code is indicative of an open circuit condition (shock impedance measurement was greater than 145 ohms). The physician also performed manipulations, and there was no evidence of rv lead noise, nor threshold changes. It was hypothesized that the impedance rise was the result of fibrosis near the distal end of the rv lead. Recently, the rv lead was surgically capped and abandoned, and the crt-d device was explanted. A new rv lead and device were subsequently implanted to resolve the event. No additional adverse patient effects were reported. The rv lead remains implanted, but capped and out-of-service. It is unknown whether the explanted device will be returned for analysis.